Event description:
User experienced a leak coming from the instrument onto the floor. User stated that they had cleaned the leak up using proper ppe and universal precautions. No one had slipped, and no pt results had been affected. The field service rep determined the cause to be build up of debris in waste line from rinse baths, and cleaned lines. Performance tests were performed.